Event description:
It was reported that the patient presented for device upgrade. During implant the physician attempted to position the lead for left bundle branch pacing. The lead was over rotated the and the insulation became twisted. The lead was removed, and the procedure was successfully completed with a replacement. The patient was stable.

Manufacturer narrative:
The reported event of twisted insulation was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.